Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree instrument was analyzed and found to have movement issue. The 30-degree endoscope was visually inspected and manually tested by hand using a series of movement tests and failed. The endoscope was detected with rattling noise from the housing and detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside the backend housing. The complaint regarding the broken tip was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e1 is blank because information is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the 30-degree endoscope was unable to move up or down. When the 30-degree endoscope was removed the customer observed that the base was difficult to rotate and would not move properly. The endoscope base was heavy and there was a strange noise. The customer did not notice any defects with handling, cleaning, sterilization, exterior damage to the system, or the cables. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reported issue occurred during the operation at the abdominal part, when switching the up/down setting. The image was inverted, and the controls were reversed. The base part was difficult to rotate. There was no patient injury.